Event description:
The customer reported recurring overload fault error messages which were followed by the system shutting down uncommanded. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator interface board and performed a system calibration. The system operates as intended.